Event description:
Senseonics was made aware of an incident in which a user reported going to urgent care due to active bleeding at the insertion site. The event occurred on 23-aug-2025, day 2 after insertion. According to the user, they sought medical attention because of continued bleeding at the site. On (B)(6) 2025, the territory manager reported that the user was doing better and that the active bleeding had resolved. The event was related to the sensor insertion performed on (B)(6) 2025 but was not related to diabetes. At urgent care, the user received the treatment of the dressing, cleaning of the area, and application of new steri-strips. The user's hcp was not aware of the incident, and the user was advised to follow up with their hcp for further medical guidance. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
Bleeding at the insertion site is a known and anticipated potential adverse effect, which does not require additional investigation. The user reported going to urgent care due to active bleeding at the insertion site. The event occurred on 23-aug-2025, day 2 after insertion. According to the user, they sought medical attention because of continued bleeding at the site. On 25-aug-2025, the territory manager reported that the user was doing better and that the active bleeding had resolved. The event was related to the sensor insertion performed on (B)(6) 2025 but was not related to diabetes. At urgent care, the user received the treatment of the dressing, cleaning of the area, and application of new steri-strips. The user's hcp was not aware of the incident, and the user was advised to follow up with their hcp for further medical guidance. Per dms, the user is currently using the system with up-to-date information.